Manufacturer narrative:
Coding has been updated to reflect investigation conclusion.

Event description:
A company representative reported that a patient experienced migration of an everest set screw at l2 approximately twenty-seven months after implantation. Revision surgery is not currently planned. The treating physician reported that the patient has fused.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
A company representative reported that a patient experienced migration of an everest set screw at l2 approximately twenty-seven months after implantation. Revision surgery is not currently planned.